Event description:
I was burned from using a heating pad. I have painful blisters and red blotches on my left inner forearm. The heating pad was made by 'walgreens by sunbeam' and the model number I think is e12107-834a. Dates of use: over the past 2 years.